Event description:
It was reported that the patient with this pacemaker device exhibited undersensing and oversensing. Technical services (ts) reviewed the presenting and stated that it could be that the ventricular was showing on the atrial channel. In the atrial tachy response (atr) the cross chamber was bigger than the actual p waves, due to which the p waves were sometimes undersensed. Ts recommended programming options. The patient was planned to visit the clinic. This device remains in service. No adverse patient effects were reported.